Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 28nov2018. The customer replaced the flow sensor and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08nov2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to replace the flow sensor. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a "co2 rebreathing risk" alarm occurred. It was unknown how the device was being used at the time of the event; however, there was no patient harm reported. The event date was not specified; estimate used.